Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. The customer delivered a correction bolus via the pump to address bg. Reportedly, the customer loaded a new cartridge to address the issue.